Event description:
It was reported that a hole was noted outside the patient during the placement of a nasogastric pediatric tube.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30258967 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Multiple holes were observed in the tubing, distal to the base of the 2-port adaptor. On one side, there is a series of three holes, spaced approximately 5mm apart. These are in a straight line extending approximately 2cm below the base of the adaptor. On the opposite side, there are three more holes. These are not spaced so evenly. A root cause has not been established. All information reasonably known as of 21 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.